Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple auto mode switch (ams) episodes due to noise oversensing were observed on the right atrial (ra) lead. The lead was explanted and replaced. The patient¿s condition was stable before, during and after the procedure.